Event description:
On (B) (6) 2008, the patient reported that he began experiencing e6 (mechanical) errors over one month ago and he switched to his backup infusion device. He stated that the errors would occur while in the run mode and while retracting the piston rod. He stated that he would attempt to clear the error by removing the insulin cartridge and retracting the piston rod but the infusion device would make "struggling" sounds and produce an e6. To troubleshoot, the patient was instructed to insert a new battery into the infusion device and to perform the change cartridge procedure. The piston rod retracted without error and the infusion device reset. He was then instructed to prime the piston rod forward until e1 (cartridge empty) was displayed and he again retracted the piston rod without error. The patient reported that there was a white line around the piston rod and the cartridge compartment smelled like insulin. He stated that he spilled insulin in the cartridge compartment at least one year ago. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.